Event description:
Per a periodic review of the manufacturer's programming history database, a system diagnostic test detected high impedance on the patient's generator. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.